Event description:
Ventilator indicated "vent inop" on pt three times. Replaced with another ventilator on same settings and worked fine. The ventilator that failed had been at MFR for 5 1/2 months for other problems over the last year. The unit was just repaired by their service rep inhouse 10 days before incident.